Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 of the same event. It was reported that during an unspecified surgery two console devices and two foot control devices were broken. It was further clarified that the two console devices stopped working intermittently and then completely stopped working during use. The reporter stated it was possibly an issue with the handpiece connector. The reporter was unable to specify the exact issue with the two foot control devices. There was no delay to the surgical procedure and the case was completed successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for evaluation but was misrouted or lost after receipt. Therefore, an investigation could not be completed at this time. A CAPA has been initiated to address this issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.